Event description:
During a remote follow-up, competitive atrial pacing resulting in inappropriate mode switching was observed on the device. Abbott technical was contacted and no intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information received from abbott technical support indicated the inappopriate mode switching that was previously reported may have been due to functional undersensing. Additionally, the retrograde conduction observed may have been due to premature ventricular contractions.